Manufacturer narrative:
H6. Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The attending program of the patient reported that re-training for dose adjustment. In connection via teams, a dose adjustment exercise is carried out without incident, however, he refers that his needle-cutting device does not work, referring to "the guard does not work, I think it is already full", therefore, an exercise is carried out with a needle, evidencing that at the time of opening this does not fulfill the function remained sealed. The video was examined, and it was observed that the user was having a difficult time understanding how to use the safe clip device. The video is 16 minutes and 45 seconds long and throughout the first 10-12 min of the video you cannot see how the patient is operating the device while on a training call with a bd representative. Therefore, it could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.

Event description:
It was reported while using bd safe-clip¿ the machine wasn't clipping properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: he refers that his needle-cutting device does not work, referring to "the guard does not work, I think it is already full."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ the machine wasn't clipping properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: he refers that his needle-cutting device does not work, referring to "the guard does not work, I think it is already full".